Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ tri-staple rr 60mm medium/ thick reload. Visual inspection of the cartridge revealed that the reload was partially applied to the 4cm cutline. The reinforcement material was still attached on the distal end of the anvil and cartridge surfaces. The sutures on the proximal end were cut and the trs material was detached from the proximal end of the cartridge and anvil surfaces. During functional evaluation, the trs material was removed and then the reload was loaded into a pmv instrument. The jaws could not be clamped completely due to a deformed anvil clamping mechanism. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the idrive ultra would only partially fire load about 1/4 of way. The surgeon backed out and opened a manual handle and were then able to finish with another 4 reloads on the idrive handle. There were no reported adverse events.